Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for an unspecified reason. Further information from the clinic was unavailable. The system remains in service. No adverse patient effects were reported.